Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the shorter exhaust tube of the pump, at the strain relief junction. This was a site of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. One separation was noted on the bladder of the reservoir. This was a site of leakage. The separation surfaces appear to have varying degrees of degradation. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. These components were released according to manufacturing and quality control procedures. The device was functioning properly for over 10 years in the patient. Material degradation occurred and progressed enough to cause mechanical failure to take place on the cylinder 2 bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the device was explanted and replaced due to leakage.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
According to the available information the device was explanted and replaced due to leakage.